Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing to pyxis in a timely manner. Orders were entered in pyxis but were reported as not displaying for removal. A request was also made to review the logs for the device "ER" to determine whether any periods of non connectivity may have contributed to this issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) found medication orders were received and processed by the es server within seconds, and no connectivity or communication issues were found. Two of the orders had errors and were resent from the pis interface, and the unusual start/end times were explained by pharmacist edits and early discontinuation rather than a system issue. Pse and the interface teams reviewed the data, and the same combo message appeared in test but did not affect processing. A test order was then sent using the same provider profile, and it crossed to the test station without any delays or errors. Since the issue could not be reproduced and no server or station problems were identified, the case is being closed unless new reports come in. Medication orders were received and processed by the es server within seconds, and no connectivity or communication issues were found. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing to pyxis in a timely manner. Orders were entered in pyxis but were reported as not displaying for removal. A request was also made to review the logs for the device "ER" to determine whether any periods of non-connectivity may have contributed to this issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.